Manufacturer narrative:
A complete lead was returned in one piece and visual inspection of the lead found external insulation abrasion that had breached the insulation due to friction of the lead to the can at three locations. The field reports for abrasion and noise were confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The results of the investigation concluded the reported incident was due to lead to can abrasion.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, noise was detected on the right atrial lead. The lead was explanted and replaced. During the procedure, insulation damage was noted. The patient is in stable condition. Related manufacturer report number: 2017865-2017-01493.